Manufacturer narrative:
This report is for an unk - screws: 4.5 mm cannulated/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during open reduction internal fixation (orif) of the medial epicondyle fracture on (B)(6) 2020, the surgeon was inserted a 1.6mm k-wire for a 4.5mm cannulated screw, measured screw and drilled with a 3.2mm cannulated drill bit to the fracture line and inserted fully threaded stainless steel 4.5mm cannulated screw. The 4.5mm fully threaded cannulated screw delaminated in a case and upon insertion of the screw the surgeon noticed the end of the k-wire may have been bent so he removed the k-wire before fully seating the screw. The cannulated screw was left in the patient and not retrieved. It is unknown if there was a surgical delay. Procedure was successfully completed. Patient status is unknown. Concomitant device reported: unk - drill bits (part# unknown; lot# unknown; quantity 1). This is report 02 of 02 of (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image provided in the attachment. The image was reviewed, and the complaint condition could be confirmed. After reviewing the provided image, it can be seen that the screw thread at distal end was peeling. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.